Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the billiary tree during a dilatation procedure performed on march 26, 2021. It was reported, during the procedure, the balloon was noted to have a pinhole. The procedure was completed with another hurricane rx of a larger size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block d4 (lot number and expiration date) and block h4 (device manufacture date). Block e1: initial reporter facility name: (B)(6). Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon, thereby confirmimg the reported event. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem; however, the investigation is ongoing still at this time and corrective actions have not yet been established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The suspect device has not been received by boston scientific. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the billiary tree during a dilatation procedure performed on (B)(6) 2021. It was reported, during the procedure, the balloon was noted to have a pinhole. The procedure was completed with another hurricane rx of a larger size. There were no patient complications reported as a result of this event.